Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Model# and lot# were not provided at this time. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: april 22, 2016. (B)(4).

Event description:
It was reported by the end user's daughter that while her mom was in the hospital, a local wound care doctor applied aquacel ag in between toes of her left foot to help control moisture. She further states that her mom has a known allergy to silver and upon application she reported immediate pain. She states her mom did have pain prior to the aquacel ag but it had subsided after having an angiogram and stent placed. On tuesday, (B)(6) 2016, the daughter reports that her mom has a superficial open wound to the left second toe anterior surface and the pain continues. The end user was discharged from the hospital late in the evening on (B)(6) 2016. Per the daughter, it is her opinion that being allergic to silver, the dressing caused the pain and wound since the wound on the left second toe was not present prior to using the aquacel ag. The rest of the foot looked similar prior to the aquacel ag. No further details have been provided.